Event description:
The following symptoms were reported by the initial reporter: the pt exhibited 'diarrhea during 1 week'. The device was reported as being a suspected fast flow device. The pt is currently doing well.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. We tested two retained devices having the same lot number involved in this incident. After performing the flow rate accuracy test, at the nominal fill volume of 100 ml, the average flow rate was 2.22 ml/hr (1.70-2.30 ml/hr nominal range) with an average infusion time of 45.05 hrs (43.48-58.82) hrs nominal range). Both the average flow rate and the average delivery time were within their respective ranges. It was reported that the pump was filled up to 80 ml of a drug. As stated in the directions for use, filling the pump less than nominal (100 ml) increases flow rate. This could have contributed to the reported incident. Based on the test result, we were unable to confirm the fast flow on the retained devices tested. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.